Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision. Hence the lens were explanted and replaced with toric lens in a secondary procedure. The clinical reason for explant was implant failure, mechanical complication. Additional information was requested, but no further information is available.